Event description:
Overheating of CPAP machine; I have one of the philips respironics dreamstation machines that is affected by the 2 ventilator recalls. On august 9, at approximately 4:00 pm, my apartment's air conditioning system failed. Just 10 minutes later, I smelled a burning odor in my CPAP mask. I checked the bacteria filter I had installed that morning and noticed a few black particles in it and in the empty humidifier chamber. In addition, I checked my thermometer that I keep at my bedside and noticed my bedroom's temperature was 93 degrees fahrenheit. The dreamstation machine was warm, though not hot, to the touch. I immediately unplugged the machine and started using a CPAP from another manufacturer, which I had just ordered that week I reached out to philips respironics multiple times regarding the recall as well as this incident, and had registered my machine back in june on the day the recall was announced. FDA safety report ID# (B)(4).